Event description:
It was reported that the patient present to the clinic due to a delivered shock involving this device. When interrogating this device error codes were reported as well as a telemetry issue and it was noted that the device triggered end of life (eol). It was noted that artifacts could be reproduced in the secondary sensing vector. It was also noted that a red screen was seen on the programmer while attempting to retrieve data. A request for review was sent to technical services (ts) to see if this data was still able to be analyzed to see weather the device had in fact delivered a shock. A review of the device data by engineering confirmed multiple errors as well as one error which indicated a reset of the device due a low battery. Engineering noted that it was not possible to retrieve episode data as the programmer froze. It was noted that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was successfully interrogated and review of device memory confirmed several system errors including a charge timeout, a long charge, and end of life (eol) battery status. No telemetry issues were encountered in the laboratory setting. The device battery was removed and replaced with an external power source. A normal current drain was noted. High powered visual inspection noted arc marks on the device case. Laboratory analysis noted that the error codes and corrupted data were likely due to delivery of a shock through a shorted defibrillation lead or with the lead in close proximity to the device case. The evidence indicates the associated defibrillation lead was either damaged or in close proximity to the device case and when this device attempted to deliver a shock through the lead, a short was detected.

Event description:
It was reported that there was a problem interrogating this device due to a telemetry issue. Upon device interrogation an error/fault message was noted. The device had trigged end of life (eol), and according to the patient the device had delivered a shock recently. A review of the case by technical services (ts) noted that device data showed multiple errors which suggest that the device had undergone a reset due to low battery. It was not possible to review if the patient received a shock as when attempting to retrieve the episodes the data froze and it was not possible to retrieve data. Technical services (ts) also discussed that it was not possible to exclude inappropriate shock delivery based on reported artifacts reproduced in the secondary vector. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.